Event description:
The account alleged that the brake casters would move side to side while in the brake position. No patient impact.

Manufacturer narrative:
Technician advised the account to remove the mounting bolt of the brake casters and to turn the collars above the casters one hundred and eighty degrees clockwise and reinstall the brake casters bolts. This will decrease the gap in the meshing teeth of the brake casters. No further information is available on the repair of this stretcher. This MDR is a result of CAPA activity for the retrospective review of complaints.